Event description:
This is the 3rd dexcom sensor I've used in a month that have had my sensor numbers off by at least 150 points. The first time, it said I was 250 but I was actually 47 and it continued to pump extra insulin into me. The second time, I was 80 and it said I was 260. Today, it said I was 102 but I was 252. This is dangerous and unsafe. Pt code: 1912. Device code: 2459. Ref reports: mw5179669, mw5179670.